Manufacturer narrative:
The investigation confirmed the occurrence of the 541-014 condition codes. The codes were being posted because the associated assay well signals were below the assay specific signal threshold limit. When this occurs, the system notifies the operator by posting 541-014 codes. Any associated assay result is suppressed. Further analysis revealed the codes occurred after a specific signal reagent pack was moved into use on the vitros eciq system. After replacement of the specific signal reagent pack, and a purge of the signal reagent subsystem acceptable performance was obtained. It is unknown if any assay results were impacted as the customer would not provide this information when requested by ocd, or retest any patient samples that may have potentially been affected. Therefore, investigation cannot conclude that patient results would not have been affected potentially leading to inappropriate physician actions. The investigation was unable to determine a definitive cause. User error in loading a previously used signal reagent pack, or the use of a signal reagent pack that had exceeded its on board shelf life cannot be ruled out. Additionally, an issue with the specific signal reagent pack in use cannot be ruled out.

Event description:
The customer observed the sudden occurrence of 541-014 condition codes generated by the vitros eci q immunodiagnostic system. The occurrence of 541-014 condition codes may be indicative of an analyzer issue that could cause biased patient results leading to potential inappropriate physician actions. The investigation was unable to determine if patient results were affected, as the customer would not provide sufficient information when requested. There was no allegation of patient harm. (B)(4).